Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was attempted for a conduction system pacing and had tissue built up in the helix after a few attempts which made the helix deformed. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there was tissue built up in the helix when the helix was attempted a few times and was deformed. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.